Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was broken and only 9.5cm of the distal end was returned with the core wire exposed. The core wire was severely stretched and kinked and the guidewire hydrophilic coating was examined along its length with wet fingers and no anomaly was noted. A functional test was not required as the defect was visually confirmed. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was not confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared as per the directions for use. The guidewire broke/fracture during use inside the microcatheter, the device was in use on the patient at the time of the event, the break or stretch was noted on the distal end of the guidewire, the entire damaged wire was recovered, none remained stuck in the patient. The patient¿s anatomy was severely tortuous. A microcatheter was used in the procedure in conjunction with the subject device. There was a surgical delay of 30min. There was no surgical intervention and no impact to the patient. The core wire was exposed and found to be severely stretched and kinked which suggests that excessive torque and manipulation during use inside the patient¿s severely tortuous anatomy resulted in the observed damage. An assignable cause of procedural factors will be assigned to the reported and as analyzed events as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the guidewire (subject device) had difficulty advancing inside the microcatheter and got stuck during the procedure. The subject guidewire fractured during multiple manipulation attempts due to the severe tortuosity of patient's vessels. There was 30 minutes surgical delay due to the event. The fractured subject guidewire was removed successfully from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the guidewire (subject device) had difficulty advancing inside the microcatheter and got stuck during the procedure. The subject guidewire fractured during multiple manipulation attempts due to the severe tortuosity of patient's vessels. There was 30 minutes surgical delay due to the event. The fractured subject guidewire was removed successfully from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.